Event description:
It was reported that this right atrial (ra) lead was explanted as it presented insulation damage, noise and oversensing. A new lead was successfully implanted. No additional adverse patient effects were reported. The product will not be returned.

Event description:
It was reported that this right atrial (ra) lead was explanted as it presented insulation damage, noise and oversensing. A new lead was successfully implanted. No additional adverse patient effects were reported. The product will not be returned. Additional information was received regarding no-product return analysis: the conclusion code "known inherent risk of device" was assigned for this event.